Event description:
Lower anterior resection. The surgeon placed the device on tissue and realized it didn't feel right after closing device. He opened the device to reposition it and close again. Still, the surgeon said it didn't feel right, but he fired anyway. The surgeon reports he isn't sure if he heard the "clicks" the device makes while firing but he though it fired. The surgeon realized the device didn't fire when the assisting doctor inserted a different device for a different part of the procedure and it went straight through the distal bowel were the staple line had supposedly fired. There were no reported adverse affects to the pt.